Event description:
It was reported that the device¿s screen was cracked and became unusable, and a replacement device was provided. The user experienced elevated blood glucose with a reading of 257 mg/dl, which was corrected using backup insulin via pen injection. The ilet issued an alert, and blood glucose was brought back into range. No symptoms or adverse clinical effects were reported. Outcomes included successful blood glucose correction, no impact on health, and no need for medical intervention. Investigation included review of the complaint details and logistical verification associated with the reported hardware damage. Investigation of this case revealed physical damage to the device screen that rendered the display inoperable, with no indication of device malfunction affecting insulin delivery. It was concluded that the event was attributable to user-reported physical damage to the screen, and device replacement resolved the issue.